Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced during a device changeout procedure due to high pacing thresholds and out of range high pacing impedance, root cause was not determined. No additional adverse patient effects.